Event description:
It was reported that the sleep time observed on the remote monitor network differed from the sleep time observed on the device and programmer. It was noted the device and programmer exhibited the correct sleep time information and the remote monitor network printout showed a sleep time with a different time zone, which is where the remote monitor server was located. The remote network remains in use. No patient complications have been reported as a result of this event.